Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The samples were fully priming and connected without difficult, the pump were set running and the alarm was not activated. The complaint was not confirmed.

Event description:
It was reported that the pump had a no disposable alarm. No patient injury was reported.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was a no disposable alarm. The pump in use had a volume of 106, and rate set to 2.3ml/hr. There was no patient or clinician injury associated with this occurrence.